Event description:
On apr 22, 2010, product surveillance received a report from cts in which a customer reported, an issue with an infus o.r. Pump, product code 2l3100, (B)(4). The customer reported that the pump was infusing various volumes, and then would alarm. The customer was not sure how much should be infused, based on the infusion rate and the body weight, related to the smart label. The baxter technician verified certain basic functions of the device, and could not come to any definite conclusion. It was not reported at what stage the problem was noted and whether or not there was any patient injury or medical intervention. On (B)(6) 2010, the customer follow up indicated the pump stopped during the procedure, and then, during biomed testing, the pump would stop again after 3-5 minutes, every time the infusion was started.

Manufacturer narrative:
If the device is received for evaluation, a follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).